Manufacturer narrative:
Manufacturing site: (B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that the patient was discharged without problem. The subject device was not returned but the reported green foreign material was returned. The foreign material was microscopically observed. Its shape was a strip folded in accordion pleats. The appearance of the foreign material was considered fragmented ptfe coating of the subject guide wire. To replicate the peeling of the ptfe coating, an unused 0.014inch guide wire was intentionally inserted into a metal inserter at an angle so that the edge of the metal inserter would contact the ptfe coated wire surface. The appearance of the scraped ptfe coating was similar to that of the returned foreign material, a long strip that was folded in accordion pleats. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that the ptfe coated surface of the subject guide wire was scraped by the edge of an inserter. There was no indication of product deficiency. Although the ptfe coating fragments were returned, a possibility could not be ruled out that some fragments might still be left in the anatomy. Instructions for use states: - [warnings] never use metallic cannula or metallic sheaths for insertion and withdrawal of the guide wire. [Otherwise, the surface of guide wire may be damaged significantly.]; and, - [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that during a percutaneous peripheral intervention (ppi) to treat an occlusion in the left superficial femoral artery (sfa), the subject guide wire could not be inserted due to resistance when it was advanced into an endoprosthesis delivery system in order to conduct intravascular ultrasound (ivus). Then the guide wire was removed and it was found green foreign material was attached on the endoprosthesis. The guide wire was exchanged to a new guide wire, ivus was performed, and eventually the blood flow was reestablished by poba.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.